Manufacturer narrative:
The tip cover accessory has been returned to isi for evaluation. Failure analysis confirmed the customer reported complaint. The distal end of the mcs tip cover accessory exhibited localized melting, which is indicative of arcing. Damaged area measured approximately 0.150" in length. The mcs instrument associated with this complaint was also returned to isi for evaluation: failure analysis did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument was fully functional. In house tip cover was installed and stayed on the instrument without any issue. No damage found. The instrument tube extension was inspected for damage, there were no cracks found. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the site alleged that there was a "leak" through the mcs tip cover accessory which allegedly caused bleeding to the iliac vein. The vessel injury was repaired by a vascular surgeon with the help of styptic to control the bleeding. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy and lymphadenectomy procedure, the patient experienced bleeding from the iliac vein allegedly caused by a "leak" from the monopolar curved scissors (mcs) tip cover accessory. The procedure was completed by a vascular surgeon with the help of styptic to control the bleeding. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: about 10 minutes into the procedure, while the surgeon was resecting the right pelvic lymph node using the mcs instrument, there was sudden bleeding noted in a non-surgical site. At that time the surgeon confirmed there was a perforation on the right external iliac vein. It was reported that a vascular surgeon grasped the bleeding vessel using a grasper and then used floseal styptic. This process was repeated twice. The estimated blood loss was about 100 cc. It was confirmed that the surgeon used the mcs instrument up until then with no issues. It was also confirmed that the instruments and cannulas were inspected prior to use, the tip cover accessory was installed as per manufacturer¿s recommendations, and there were no instrument collisions. It was confirmed that the instrument was not removed prior to the alleged arcing event reported. The settings on the electrosurgical generator used were as per manufacture's recommendation and monopolar energy was activated when the bleeding occurred. The settings were on auto cut 3 and coagulation ¿ forced: effect 3. The planned surgical procedure was completed robotically and the patient was reported to be recovering well. The patient was discharged 4 days later rather then the normal one day post-operative. There were no post-operative complications reported.